Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third reload firing on a laparoscopic sleeve gastrectomy, the staples did not close in the shape of b but simply folded straight. Therefore the surgeon had to sew the staple line to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.